Manufacturer narrative:
The device was received by the resmed technical service center in lyon, france and an evaluation was performed. The evaluation determined that the system fault 101 was due to contamination to the pneumatic block, o2 cell, and inspiratory connector. Further technical evaluation found physical damage to the battery cover. The contaminated parts and battery cover were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.